Manufacturer narrative:
Unit alarmed motor error during basic occlusion test due to faulty fsr (gold). Unable to perform rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test due to motor error alarm. Motor passed motor test. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However; the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had multiple motor error alarms. Customer stated they were able to successfully clear the alarm and were able to complete rewind. Customer blood glucose was at 18.5 mmol/l because the insulin pump stopped delivering due to the motor error alarms. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.